Event description:
T was reported to philips that the device had a backup alarm failure. The device was not in clinical use at the time of the event. The issue was discovered prior to patient use during a pre-use inspection by the respiratory therapist. Patient care was not delayed as they had an additional v60 available for use. There was no report of patient or user harm/impact. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The asp set up st ventilator function on the test lung, and the backup alarm functioned on startup. Went into the diagnostic menu and checked event logs and was unable to find the backup alarm failure in the event logs. The drtpa report did not show any alarm noted in the document. The asp downloaded software update in the v60 incenter file, checked the power-on self-test (post), startup self-test, and the backup alarm was working properly. The asp was unable to reproduce the reported problems. The device was set up on a test circuit and ran for 30 minutes with no problems and was then returned to service as the issue was unable to be reproduced.